Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nurse noted that one end of the cam tightener shaft was completely broken off. Noted prior to use on patient. Completed case with same / like product.

Manufacturer narrative:
Skyline cam tightener shaft product code: 2868-40-000, lot no: nw132538 visual examination of the returned skyline cam tightener shaft [product code: 2868-40-000, lot no: nw132538] revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the skyline cam tightener shaft¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the cam tightener shaft underwent an overload quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by MFR on initial (B)(4) is incorrect and should be 03-05-2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.